Event description:
It was reported to philips that the device¿s flexviewing pc was out of service and needed to be replaced. The flexviewing pc processes layout and video for the flexvision monitors and can affect the booting ability of the system. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. During troubleshooting, the fse identified that the flexvision pc itself was the cause of the problem. The fse replaced the flexvision pc and installed the system software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.